Manufacturer narrative:
The device was not return for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device was not available for return.

Event description:
During a routine follow up, it was reported to nevro that a patient had acquired a staph infection following the trial procedure. There are no details on treatment. The patient had recovered with no sequelae.